Manufacturer narrative:
Additional manufacturer narrative: unfortunately, insufficient information has been provided regarding this case; therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, the patiently recently reported via the implant patient registry that the valve was explanted in (B)(6) 1999, after an implant duration of approximately 2 years. Copies of the patient's medical records were obtained which shows an echo performed one day postop, the initial implantation of this device. The estimated mean pressure difference across the tricuspid valve was 8 mmhg. There was no appreciable tricuspid valve regurgitation. Another echo performed on (B)(6) 1998: imaging of the prosthetic tricuspid valve does identify leaflets which appeared to move normally. Unfortunately, no other information applicable to the explant surgery was provided. The reason for explant remains unknown. There have not been any allegations of a malfunction or deficiency related to the edwards valve.